Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The end-user reported that the display on the ventilator was blank while alarms functioned properly. There was no patient involvement associated with this issue. The end-user tried to use the device for an emergency situation and the unit worked properly without any display issues. The customer evaluated the device and did not find any issues. When the customer replaced the lcd display, the device did not work and the display was retro-illuminated but with a white vertical line.

Manufacturer narrative:
The vyaire medical factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to the lcd display cable. The factory service center repaired the device and the device meets manufacturer's specifications.